Event description:
The customer reported via phone call indicating that they had a sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer called the support line and tried to replace the sensor but only needle hub was detached. The substitute sensor couldn't be inserted. The customer stated that had to visit hospital.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.